Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that on wash syringe was not spring loaded and repaired and replaced it. The fse also cleaned the reagent probes and reagent tubes. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. For sample 1, the initial ca2 result was 1.84 mmol/l. The sample was repeated and the result was 2.48 mmol/l. For sample 2, the initial ca2 result was 1.95 mmol/l. The sample was repeated and the result was 2.38 mmol/l. The samples were also repeated on another analyzer and the results confirmed the repeat results. The specific results were not provided.